Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and high out of range pace impedance measurements following a valve replacement. Rhythmcare provided further troubleshooting steps and programming options. This lead was subsequently explanted and replaced as the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. Additional information was received that this was confirmed to be another manfacturer lead.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and high out of range pace impedance measurements following a valve replacement. Rhythmcare provided further troubleshooting steps and programming options. This lead was subsequently explanted and replaced as the patient was implanted with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.